Event description:
Iridex was notified of a patient experiencing macular edema during a procedure using micropulse p3 probe (mp3 probe). The condition caused temporary visual disturbance but resolved without additional treatment. The doctor indicated it was likely a known complication of the procedure, not a device malfunction. Device was not returned to iridex for further investigation. Iridex takes proactive approach in notifying FDA regarding any adverse events and hence a medwatch (3500a) form is being submitted for this adverse event.